Manufacturer narrative:
Qn#(B)(4). One unit of subassembly ph12153 033 neb adaptor phantom holder was received for analysis. This subassembly is part of the fg 031-33j nebulizer adaptor 033, sterile, japanese related to this customer complaint. During the visual inspection it was observed that the sample was not received in the original packaging, and it was received without the component part number mp-0473 puncture pin protector. It was also observed that the unit had signs of use, and damage was found on the internal thread of the component (p/n mp-0321). The damage on the internal thread of the component is not acceptable according to the current specifications. Based on the investigation performed, the reported complaint was confirmed. The root cause for the issue is the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the adaptor didn't fit the oxygen flowmeter properly.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. No functional inspection can be performed without the device sample. Failure mode could not be duplicated since is unknown the reason why the adaptor didn't fit the oxygen flowmeter properly. However as an additional test, oxygen entrainment testing was performed to 30 subassembly (p/n: 12153) production samples that were taken randomly from adaptors assembly line. These components are part of catalog number ip-5036 batch 74k1502935. Catalog number ip-5036 uses the same subassembly (B)(4) than catalog number 031-33j related to this complaint. During the testing no issues or discrepancies were found than can lead to the condition reported by the customer. The device history record of the product 031-33j lot# 74d1501883 was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to specifications. Customer complaint cannot be confirmed without device sample to perform a proper investigation and determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that the adaptor didn't fit the oxygen flowmeter properly.